Event description:
Patient had been doing well through 3 months after implantation, as indicated by womac scores. At about 4 months (2006), the patient developed severe pain and was diagnosed with subsidence fracture of the medial femoral condyle. Patient was prescribed fortical, exogen bone stimulator, aqua therapy and restricted from weight-bearing for 6 weeks. The treatment did not improve the patients condition, so in 2006 the patient elected to have the implant removed, and have a total knee replacement.

Manufacturer narrative:
Summary evaluation for manufacturer report number 3002675394-2006-00002. The device was inspected. All dimensions met the specifications of dwg 00085, rev. F. Notes from visual inspection. Top - there was a faint scratch on the lateral side of the implant. There were also some faint scuffs, some on the central ridge, and some on the true medial edge, slightly posterior. These scuffs were possible contact points, but it is more likely they are from handling the device after explantation. Bottom - there were two scuffs on the anterior end, likely from the bottom of the inserter. There were also 4 scratches on the anterior half of the implant. It appears these were from the extraction of the device. From the inspection of the device, it was determined that there was no device failure, and the device was within specifications.